Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultra2 meter displayed a battery indicator symbol. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 4x daily. The alleged issue began in (B)(6) 2011. At the time, the patient managed his diabetes with metformin pills (500 mg 2x daily) and glycoside pill (40 mg). Due to the alleged issue, the patient incorporated more exercise and watched his diet more closely. A month after the alleged issue, the patient claims he developed symptoms of both high and low blood glucose. When the patient's blood glucose was low, he reportedly felt weak, shaky and drowsy which he treated with glucose tablets. When the patient's blood glucose was high, the patient reportedly felt symptoms of hot, sweaty palms and had a headache. The patient treated self with an additional metformin pill (500 mg) and glycoside pill (40 mg). In (B)(6) 2012, the patient reportedly visited his physician's office and the physician increased his usual dose of glycoside pill (80 mg). It is not known if the patient tested on another device. At the time of troubleshooting, the cca noted there was no indication of misuse. The patient confirmed he recently replaced the batteries in the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4):the meter involved in this case has passed testing with no faults found, and the DHR review passed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.